Event description:
It was reported that during a scopinaro procedure, the staple line seemed to be okay. After 45 minutes, there were leaks and bleeding. The surgeon reinforced the staple line with a continuous suturing line. At midnight, the pt came back to the operating room for an add'l procedure because of continous bleeding in the mesenteric. Pt tension: 6 // hematocrit: 20 // three blood bags were required.

Manufacturer narrative:
Date sent: 07/08/2008. Info anticipated, but unavailable at this time.